Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a carotid stenting procedure to treat a target lesion in the internal carotid artery. Approximately 1.5 hours post procedure, the implanted xact stent thrombosed and the patient died. Per reported information, the patient's death is not related to the implanted xact stent or the procedure. It was reported that plavix was not administered per standard facility protocol. Per physician, the patient's death is not related to the implanted xact stent or stenting procedure. No additional information has been provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation concluded that a cause for the reported patient effects and the relationship to the product, if any, cannot be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects thrombosis and death are known observed and potential patient effects as listed in the xact carotid stent system instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial (30 day) report, additional information was received, indicating that when thrombosis was noted, catheter directed thrombolysis was performed; however, the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). Subsequent to the initial 30-day and follow-up #1 medical device reports, it was determined that this event is a duplicate of: patient identifier: (B)(6). MFR report#: 2024168-2015-05294. This event has been reported; therefore, it will remain as a reportable event.

Event description:
Subsequent to the initial 30-day and follow-up #1 medical device reports, it was determined that this event is a duplicate of: patient identifier: (B)(6). MFR report#: 2024168-2015-05294. This event has been reported; therefore, it will remain as a reportable event.